Manufacturer narrative:
Per customer, qc and system checks were within specifications. The customer stated that this issue is isolated to this patient samples and confirmed they had no issues with any other assays. Customer refused dispatch of field service offered by beckman coulter. Free psa results were higher than tpsa results on the access 2 and the other instrument in the customer's lab. During bci investigation, tpsa results were reproducible and free psa results were also higher than tpsa. The tpsa neat concentrations and free psa did not change significantly either after dilution or after the addition of specific blockers, indicating no heterophile interference in the patient's results. Beckman coulter was unable to determine other contributing factors due to insufficient sample volume for further investigation. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously low total prostate specific antigen (tpsa) results from a single patient sample that were generated by the access 2 instrument. A patient sample was tested for tpsa and two (2) results were obtained: 0.2ng/ml and 0.23ng/ml. The results were reported out of the lab and questioned by a physician as it didn't match the patient's clinical picture and historical results. The customer re-tested the original sample for tpsa by the same method, but ran on a different instrument in their lab and the result was 0.24ng/ml. The sample was sent to another lab and tested for tpsa by two alternate methods. The tpsa results obtained by the two alternate methods were: 5.5ng/ml and 4.8ng/ml. In addition, the patient's second draw was sent to beckman coulter (bci) for testing and tpsa result of " approx 0.2ng/ml" was obtained. There was no report of patient injury that can be attributed to or connected with this event.